Event description:
The customer reported that when the device jaw was locked, the device activated even without pushing the activation button or footpedal. There was no pt injury. This occurred with another device within the same surgery. This device can be found on MFR report # 1717344-2010-00950.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.